Manufacturer narrative:
Concomitant medical products: product ID 3037, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
The consumer reported that the patient had the poor communication screen on the patient programmer. The patient was able to use the programmer before calling, but when they went to increase stimulation, it wouldn't allow them to do so. It only allowed the patient to decrease stimulation and now the programmer wasn't communicating with the ins. The programmer wasn't working. The patient used the antenna and confirmed it was secure and synced with the implantable neurostimulator (ins), but this did not resolve the issue. Placing the programmer over the ins on the skin without the antenna resolved the issue. The patient's stimulation was turned off and after stimulation was turned back on, the patient was able to increase. No patient harm was reported. The indications for use for this patient were urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor.